Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 and insulin pump had under delivery. The customer blood glucose level was 650 mg/dl at the time of the incident. The customer experienced nausea, vomiting, difficulty in breathing and abdominal pain also gave positive result in ketone test. The customer discharged from hospital and he started using the insulin pump again then he collapsed this morning and had to be rushed again in the hospital. The customer was treated in intensive care unit. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the drive support cap was appeared normal. Based on customer report customer did allege insulin pump was under delivering because he got hospitalized again after discharge. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.